Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high threshold post implant procedure. Lead was not dislodged which was confirmed upon chest x ray. The patient was taken to the operating room. The lead was repositioned. The patient was in a stable condition.